Event description:
It was reported that the device was explanted after an implant duration of approximately 84.63 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to aortic stenosis and calcification. Per the surgeon's notation, the patient developed renal failure, which accelerated calcification. Per the operative report of (B)(6) 2010: the valve was exposed and noted to be moderately calcified but with two leaflets that were essentially fixed in position and non-functional. One leaflet was moderately pliable and accounted for the entirety of valve function, and functionally bicuspid with fusion of the leaft and right cusps. The old pericardial valve was excised.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: this event was learned through implant patient registry. The patient also has another related event; please reference the other medwatch filed under report #2015691-2009-12282. Through follow-up with the health-care provider, additional information and a copy of the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.